Manufacturer narrative:
Insulin pump received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify rewind and no excessive no delivery/occlusion alarm due to frozen display. Insulin pump received with stripped battery cap coin slot and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Insulin pump received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test or verify rewind and no excessive no delivery, occlusion alarm due to frozen display. Insulin pump received with stripped battery cap coin slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had moisture under the screen, battery cap and reservoir compartment was cracked and had unexplained no delivery alarms. The customer's blood glucose level was unknown. The insulin pump will not be returned for analysis.